Manufacturer narrative:
No sample or lot number info was provided for eval. The lot number is unknown; no device history review can be performed. The event description does not suggest that a device failure has occurred but that the event is procedural related. Recurrence of prolapse is a well know potential complication of this type of procedure. The product insert which accompanies each device states in chapter: adverse reactions, that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence. Baseline report previously provided.

Event description:
It was reported that following a procedure performed in 2007, the pt experienced recurrence of prolapse. The dr felt that it was due to his not placing the graft tight enough. He stated that when he cut/trimmed a notch out of the graft, he may have cut too deep and made a "v" too big. The dr removed what he could of the graft and replaced it with a new piece of mesh two months later. The dr noted that the initial graft was split down the midline. The status of the pt was described as doing fine.